Manufacturer narrative:
An evaluation of the device cannot be performed as the device was requested by the patient and was not returned to the manufacturer. The lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "cup was loose".